Event description:
A notification was received regarding a holmium fiber unit which was reported to have broken during a case. No serious patient injury was reported.

Manufacturer narrative:
The complaint samples received were reviewed following sterilization and it was revealed both fiber units were unused. The distal tip of the fiber devices were noted to be undamaged, and appeared fully intact, inconsistent with reports received from the complainant. The complaint as reported was not confirmed. It is acknowledged all holmium fibers are 100% power tested and visually inspected prior to release which confirms the operational capacity and state of the fiber. It is recognized the likely root cause was related to the handling or application method of the laser fiber device, as a mechanical force placed on the unit was likely the cause of the fiber breakage observed. Dornier laser fibers are fragile and must be handled with care as instructed on the dornier laser fiber IFU.